Event description:
The customer obtained a false negative hepatitis b surface antigen result on a pt sample. A positive result was obtained for the same sample using two alternative test methods. A false negative result could present a risk to public health. The cause of this event is unk. There was no report of pt harm as a result of this event.